Event description:
It was reported the epg (external pulse generator) turned off too quickly when trying to change the battery, while the epg was in use on a patient. The epg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was dented and broken, the lower case, ring cover, atrial output connector were broken, the battery release and keyboard were contaminated, the bail covers, bails, and ring were missing, the battery contacts were compressed and the serial number label was damaged. (B)(4).